Manufacturer narrative:
(B)(4). Batch # r5a33g. Month and day unknown. Only year (2018) is known. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during an unknown procedure, staples did not form on both units used on the same patient. Surgeon ended up oversewing the non staple line formation. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # r5a33g. The analysis results found that the ecs29a device arrived with the anvil missing. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.